Manufacturer narrative:
The field services engineer (fse) contacted the customer for further investigation and verification. The customer confirmed that the reported issue on the surgeon side console (ssc) has not returned once the system was retested. The fse informed the customer that under the surgeon's profile on the ssc, the customer could disable the finger clutches. Fse also informed customer to check that functionality the next time surgeon is on the system. The system was confirmed to be working properly and no additional action was required. No product is expected to be returned for analysis as a result. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sk3859. This complaint is considered a reportable malfunction event due to the following conclusion: the customer switched to another ssc after the start of the procedure due to mtm finger clutches not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted inguinal - bilateral surgical procedure, the surgeon noted that the finger clutch on the master tool manipulator was unable to work. The customer exchanged the surgeon side console (ssc) with another to continue the procedure. No further issue was experienced. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05- may-2022: the procedure was completed successfully with another ssc. The patient demographic information was requested but unavailable.